Manufacturer narrative:
No exact event date was not given but it was mentioned that the event happened this week , therefore an approximate date of (B)(6) 2018 was used as the event date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was opened for use in a procedure in the kidney performed on an unknown date. According to the complainant, during preparation, it was noted that the laser fiber broke upon removal from the package. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.